Event description:
The customer reported an employee who experienced hydrogen peroxide contact. The employee complained of white skin discoloration and discomfort. The employee rinsed the contact area with running water for 15 minutes, they did not see a doctor or require treatment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, the fse went to the facility. The fse found that there was not a vaporizer plate in the unit.